Event description:
It was reported that a spinal cord stimulation (scs) patient underwent a revision procedure in which the implantable pulse generator (ipg) was replaced due to the device no longer functioning. The patient was doing well postoperatively. The explanted device was disposed of by the medical facility and will not be returned for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: qrb.